Manufacturer narrative:
A tear was observed on the soft cannula, and fluid was observed exiting the tear. Fluid was unable to pass through the entire fluid path due to the damaged soft cannula. The timing and cause of this damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.